Event description:
Boston scientific received information that this left ventricular (lv) lead was pulled from its original position which resulted to elevated thresholds and drained the battery of longevity. The patient was scheduled for a lead revision but was rescheduled multiple times because of medical reasons. This lead was explanted and a new lead was replaced. This lead will be returned to the laboratory for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.